Event description:
It was reported that during the preparation for a coronary stenting treatment procedure, stent damage was noted. Upon opening the packaging of the 3.0x20mm liberte bare mr stent delivery system, the balloon was found a little bit deflated with the expansion of distal edges of the stent. The procedure was completed with another same device.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during the preparation for a coronary stenting treatment procedure stent damage was noted. Upon opening the packaging of the 3.0x20mm liberte bare mr stent delivery system, the balloon was found a little bit deflated with the expansion of distal edges of the stent. The procedure was completed with another same device.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a liberte-veriflex stent delivery system (sds) and stent with no other devices. There was contrast in the inflation lumen. The stent was centered between the markerbands on the tightly folded balloon; there was no indication the device was subjected to positive (inflation) pressure; however, the first two distal stent strut rows were slightly expanded. The magnified inspection presented no damage or irregularities that could have caused or contributed to the confirmed stent damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).